Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm approximately two months ago. Vessel morphology was reported as the proximal aortic neck was 19-17 mm in diameter. The iliac arteries and femoral arteries were 8 mm in diameter. It was reported that the patient presented with an ipsilateral limb occlusion. The cause of the occlusion was due to ipsilateral limb compression, potentially caused by the force of the contralateral limb; the ipsilateral limb looked crescent shaped. The physician treated the patient with a thrombectomy and another manufacturer's stent was implanted to resolve the occlusion. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion). Insufficient information; cause is unknown. Conclusion: insufficient information; cause is unknown.